Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, an abnormal colored endoscopic image appeared on the monitor. The user completed the procedure by using the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-07859 and correct the initial report submitted on october 20, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.